Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient just had their ins implanted last week and was told that the ins would recharge within an hour but it had been almost 2 hours; the patient further explained that ins battery was at 100% but it was still reading recharging and it had been doing that for almost half an hour. Patient services (ps) reviewed that when the ins battery shows 100% that does not necessarily mean that implant has finished charging as the ins battery percentage rounds up. Ps also reviewed that the patient was at speed 4 which is the maximum recharging speed and it can take up to 30 minutes to go from 100% to finished. Ps also consulted with technical services and reviewed that when the stimulation is on and the patient has high settings it may take longer but the patient stated that he recharges with his stimulator off. Ps reviewed that since the patient was just implanted and still has bandages over implant, that healing time could also be a factor. The patient stated that he was told that the ins would take an hour even if implant battery was down. The patient said he was at 40% when he started charging and he was at 2 hours already which is the same thing as the old one he had; the patient clarified that he meant it was taking the same time as his old implant when they told him that the new ins would charge in an hour. The patient confirmed that the controller showed excellent recharging quality when he was recharging. Ps suggested to keep track of how long it takes the patient to go from 100% to finished now and when he recharges again in the future after the implant has healed some more. No symptoms were reported. No further complications were reported/anticipated.